Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was possible underdelivery, and the insulin pump in use leading up to the hospitalization. The customer reported a blood glucose value of 297 mg/dl. The customer reported hyperglycemia, malaise, fatigue, headache, nausea, dehydrated, elevated ketones/diabetic ketoacidosis treated with insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, manual injection/insulin pen. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event, and the customer was not used the auto mode feature. No further patient complications were reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884l.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 08-oct-2024 in the pump history file. (B)(6)2024 07:06:51.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 32000 (3.2 u) bolusamountdelivered: 32000 (3.2 u) (B)(6)2024 12:56:17.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 60000 (6 u) bolusamountdelivered: 60000 (6 u) (B)(6)2024 14:10:25.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 33000 (3.3 u) bolusamountdelivered: 33000 (3.3 u) (B)(6)2024 15:00:51.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) (B)(6)2024 16:18:53.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 9000 (0.9 u) bolusamountdelivered: 9000 (0.9 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 08-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 08-oct-2024 in the pump history file. (B)(6)2024 16:52:20.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 18:16:03.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 08-oct-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.